Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that on (B)(6) 2012 around 4:15 pm, she experienced a hypoglycemic event, lost consciousness, fell and injured her wrist. Patient's husband was able to treat patient with a coke but patient went to the hospital where her wrist was treated with a cast. Patient claims that at the time of the hypoglycemic event, her bg were 44 mg/dl while her cgm was reading 149 mg/dl. Patient has agreed to send her cgm data for dexcom to investigate cgm values around the time of the hypoglycemic event. At the time of her call to dexcom technical support patient reported that she was doing fine.